Manufacturer narrative:
The customer¿s report of tubing separated and leaked was confirmed. Visual inspection of the set noted that pvc tubing was completely separated from the lower fitment. Examination under magnification noted that both sides of the pvc tubing had insufficient solvent applied at the engagement during manufacturing process. There were no other anomalies observed. Functional testing was deemed unnecessary due to a separation in the tubing to lower fitment. Fluid was leaking from the separation. Dimensional analysis was performed and the pvc tubing measured to be within specification. The root cause of the separation was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the tubing.

Event description:
It was reported that the tubing was primed with saline to prepare for a chemo infusion. The user stated when inserting the safety clamp into the device the silicone segment was stretched when the set separated. The patient stated ¿the same thing happened the last time I took treatment". The event occurred in the outpatient cancer center.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Lot number is (10) 19023132 not identified.

Event description:
It was reported that the tubing was primed with saline to prepare for a chemo infusion. The user stated when inserting the safety clamp into the device the silicone segment was stretched when the set separated. The patient stated ¿the same thing happened the last time I took treatment". The event occurred in the outpatient cancer center.